Event description:
It was reported that (3) devices were used during a whipple procedure. It was reported by the rep that the mcm20 clip appliers were defective. The clips were not forming properly. (3) mcm20 appliers from same lot number were used and defective. The remainder of the (3) appliers from same lot numbers were discarded. Another instrument was used to complete the case. There was no consequence to the pt.